Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump did not deliver the correct amount of insulin. Subsequently, customer experienced elevated blood glucose (bg) levels that ranged from 250-275 mg/dl. The infusion sets were changed and correction boluses were delivered to address bg. Although requested by tandem technical support, the customer was unable to upload the pump data logs for a log review to be performed. Reportedly, the customer continued using the pump for insulin therapy.